Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump's drive support disk was inspected and no anomaly was noted. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had damage to the drive support cap, that it protruded about an 1/8 of an inch from the pump. There was no significant event reported leading up to the complaint. The customer was advised to discontinue use of the device and to revert to a backup plan while awaiting a replacement. The customer's blood glucose value was 300 mg/dl. No further information was provided.